Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported that during a trial procedure on (B)(6) 2025, the patient lifted up off the table. An epidural hematoma was suspected. Hence, the patient was sent to ER evaluation. Patient was then admitted to the hospital, wherein concerns for hematoma was rules out and the trial lead was removed. Patient was taken to the cath lab.